Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient had the stimulator placed in an open procedure and not too long after the implant, the patient coughed and felt pain in their operative area. The hcp opened the previous operative site and placed mesh to repair the ventral herniation. No environmental/external/patient factors that may have led or contributed to the issue were made known, and it was unknown what additional diagnostics/troubleshooting were performed due to the patient moving care to another hospital. It was noted that the battery did not have to be relocated. The issue was resolved at the time of the report. No further complications were reported/anticipated.